Event description:
It was reported that the patient was experiencing t-wave oversensing on the ventricular lead. Programming was performed, yet the t-wave oversensing continued. Further reprogramming was conducted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data for the device was received and analyzed. The lead integrity alert triggered with patient alerts for lead failure predictor on (B)(4) 2011 and (B)(4) 2011. Oversensing was noted with ventricular non-sustained tachycardia of 190 ms on (B)(4) 2011 at 15:47:44 and 16:06:29. The lead failure predictor for high rate was 217 ms for the average v-cycle on (B)(4) 2011 in the timeframe between 15:39:59 and 16:06:15. Interference/noise was noted along with ventricular short interval counts of 121. There was an average of seven counts per day in the 5.75 days between (B)(4) 2011 and (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.